Event description:
During a follow-up, low amplitude of r wave and high rv pacing threshold were observed. X-ray confirmed dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.